Manufacturer narrative:
The report of the autopulse (sn 33894) not performing compression was confirmed during functional testing and archive data review. The root cause is due to a defective load cell. Upon visual inspection no physical damage was observed. The archive data was reviewed and contained multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on 16 nov 2018 and not on the reported event date of (B)(4) 2018, thus confirming the reported event. Evaluation of the platform during initial power up, revealed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the user control panel. A load characterization check was performed and identified a defective load cell. After replacement of the load cells, the platform was functionally tested and operated as intended. The platform passed all testing specifications with no further issue observed. Historical records were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number 33894.

Event description:
During shift check, the autopulse platform ((B)(4)) was unable to perform compression. Unable to verify if the platform displayed an error message. No patient involvement.